Event description:
This chair tips over backwards very easily. It is not safe. Yet, you do not provide any anti-tipping accessory. My frail elderly father ended up in the hospital with fractured ribs because it tipped over backwards. Why don't you provide anti-tippers or some solution to this problematic product? This is extremely irresponsible. The chair in question is a transport chair that does not require anti-tippers and is made to be pushed from behind by a second person.